Manufacturer narrative:
The packaging complaint was confirmed. This is a final report.

Event description:
Customer reported that he received a new meter and had not used it. He stated he did not receive the test strips in the package and as a result, was unable to test and experienced a diabetic seizure in his home. Paramedics were called and upon arrival received an hcp meter reading of 470mg/dl. Customer was treated on the scene with 5 to 10 units of insulin and transported to a local hospital. He was diagnosed with hyperglycemia and admitted for observation. There was no report of death or permeant impairment associated with the event.